Manufacturer narrative:
Date of event is estimated. The exact date of explant is unknown. The device was explanted in 2018. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not receive the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s lead was explanted on an unknown date in 2018 for an unknown reason.